Event description:
Patient had original open reduction/internal fixation 3/92. Was apparently doing well until day of admission when she felt something snap. This was following by acute pain, swelling, and difficulty with weightbearing. X-rays in the emergency room disclosed a fracture of the sideplate, through the second screw hole. This resulted in redisplacement of the ununited subtrochanteric femur fracture. Patient also with known osteoporosis and myeloproliferative syndrome. Pt. Underwent replacement of the hip hardware and bone grafting on 7/21. It was felt that the original non-healing fracture contributed to eventual metal fatigue due to the stree of weightbearing. No further evaluation was undertaken beyond that which occurred in the operating room.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: component failure, patient's condition - predisposed event. Conclusion: device failure occurred and was related to event, device failure related to patient condition. Certainty of device as cause of or contributor to event: yes. Corrective actions: device discarded. The device was destroyed/disposed of.